Event description:
It was reported that the physician's (B) (6) hand held screen was continually freezing upon interrogation of vns pt's devices. The physician was able to temporarily resolve the frozen screen by removing and re-inserting the flashcard. The physician requested a new hand held to replace the non-working device. The non-working hand held and software flashcard have been returned to MFR where analysis is underway.